Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units blue connection point for trainer was pushed in when the trainer was being connected. This caused the trainer not to be detectable when plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields: h11. Corrected fields: d4. The getinge service territory manager (stm) that encountered the issue replaced the front-end board to resolve the issue. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end board this part was received with a reported unit failure message of balloon pressure connector was damaged during pm of unit. Performed visual inspection of this part received and verified the balloon pressure connector damaged from inside. Due to damaged connector on board side, the fat dept. Cannot be investigated further for this part. Front end board failed testing. Sending board to the supplier for failure analysis as per procedure. The failure analysis and testing dept. Received part number: 0670-00-1164 pcb, front end, rohs serial number: (B)(6) from the supplier. The supplier performed functional testing and found tst_vacuum_xduce r_gain error and found that there is a suspected problem with component u93. The supplier did not mention a problem with the pressure connector which was damaged. Retaining the board in the fat dept. Per procedure.

Event description:
N/a.